Event description:
The customer rerported that perforation of the sigmoid colon was found after colonoscopy. Emergency exploratory laparotomy and sigmoid colon resection with hartman's colostomy was performed to repair the perforation. There were no add'l complications and the pt was discharged from the hosp after five days. The nurse reported that there were no problems with the colonoscope and it has been in service since the reported incident.